Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, the iol was noted in the package to have only one haptic and the iol seemed to be pressed in the package. The patient became aphakic until the next surgical day. It was not possible to complete the procedure and the patient stayed without iol. The procedure was cancelled and the surgery was rescheduled. Additional information was requested.